Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. Device had minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the he had an alarm going off at night and the esc button was not responding. Customer stated that he has to press it several times to get a response. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.